Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "periprosthetic knee infection after a cat bite" written by dietmar spelitz, n. Freund, and m. Halabi published by orthopade published online 21 july 2015 was reviewed. The article was a case of a (B)(6) year old man that received a uncemented lcs complete system in 2009 (no patellar resurfacing) who then presented in november 2013 with an infection post a cat bite. The cat bite wound healed without complications but the patient experienced an infection 3 months post bite of a gram negative bacterium pasteurella multocida which is found in mouths of cats and dogs. He was treated with explantation of the prosthesis, insertion of antibiotic spacer and antibiotics for 187 days which was delivered initially intravenously (clindamycin 3 x 900 mg and benzylpenicillin 10 meg iu followed by oral ciprofloxacin 2x 500 mg and ampicillin/sulbactam 2x750 mg). The article reports he received several revision treatments including replacing spacer twice and debridement and irrigation but does not identify if patient received any revised joint prosthesis. The case ended with implantation of non-depuy prosthesis with no new infections occurring to date of the article. Figure 1 is prior to primary implantation, figure 2 is post primary and time of examination in november 2013, figure 3 and figure is post re-implantation with non-depuy products. Depuy products: lcs femoral, lcs tibial tray, and lcs insert. Adverse event: infection treated by explantation, antibiotics and revision.